Event description:
Further follow up with the treating physician confirmed that the patient has not had a seizure for the last month. The generator battery was confirmed to be ok, and the generator settings and diagnostics were confirmed to be within normal limits.

Event description:
It was reported by the patient that they cannot feel stimulation and that they have experienced two seizures recently, which was reported as an increase in seizure frequency. The patient reported that they think it may be time for a generator replacement. No other relevant information has been received to date.